Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed six (6) critical battery alarms involving bat310371. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Analysis of the battery revealed that the device passed visual examination and functional testing. Heartware is investigating communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that upon left ventricular assist device (lvad) interrogation in clinic on (B)(6)2016, the vad coordinator noted a "critical battery" alarm had been logged. Preliminary log file analysis revealed two "critical battery" alarms were logged for the battery on (B)(6)2016. The patient denied any damage to the battery. The event was not associated with any further controller alarms or pump off time. The battery was subsequently replaced. The event resulted in user annoyance, however, no patient complications were reported. No further information has been provided.